Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose. Customer's blood glucose level was 407 at the time of incident. It also reported that the drive support cap was normal. Displacement test was performed on insulin pump and displacement test was passed. Customer will not return insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents test, self test, off no power test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Motor passed the motor test. No motor error alarm was noted. We were unable to confirm encoder signal out alarm due to erased history file. The device primed properly. It was received with minor scratched display window, cracked case at display window corner and broken reservoir tube lip.